Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted at the patient's request after the initial activation. The device was explanted (B)(6), 2011. There no plans to reimplant the patient with another device.